Event description:
The surgeon inserted a cc4204f collamer plate lens and removed the lens within the same surgery due to the surgeon wanting to use a different lens. There was no patient injury, no enlarged incision or sutures. The reporter stated there was no complaint with the lens or delivery system. The reporter stated this facility uses a competitors phacoemulsification system.